Manufacturer narrative:
At this time the device has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available this event will be reopened.

Event description:
Boston scientific received information that pacing threshold measurements with this implantable left ventricular (lv) lead had increased to 7.0 v @ 0.5 ms. There was evidence that the lead had pulled back. The lead was explanted and successfully replaced. This lv lead was also used to gain venous access, by cutting a slit in the insulation of the lead. To date, there have been no adverse patient effects reported.